Event description:
It was reported that no shock was delivered during vf episode. The device intermittently undersensed vf signals. Patient was externally defibrillated. However, patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.